Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex with shield device has not been returned for evaluation; the reported event could not be confirmed. From the provided information, the cause of the event could not be conclusively determined. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-500-30.

Event description:
Medtronic received report that a pipeline flex with shield did not open on the distal end during a procedure. The patient was undergoing treatment for a dissection in the right hemisphere carotid artery. The vessel was minimally tortuous. The devices were prepared as indicated in the IFU. It was reported that on deployment, the pipeline flex with shield did not open on the distal end; more than 50% of the braid had been deployed when it failed to open. The physician resheathed and re-deployed the device four times; the device could not be successfully opened. The device was resheathed and removed with the microcatheter. The procedure was completed using another manufacturer¿s device. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
Device evaluation: the pipeline flex with shield was returned with the microcatheter. As received, the pushwire was within the microcatheter. For further examination, the pipeline flex pushwire was pushed out of the catheter; the braid was deployed with no issues. The braid was observed to be fully open with slight fraying on the distal end. The tip coil was observed to be loose on the pushwire. Based on the analysis findings and reported event details, the report of pipeline flex with shield failure to open on the distal end was not confirmed. The cause for the reported experience could not be determined as the returned pipeline flex with shield braid was observed to be fully open with damage (fraying) on the distal end. It is possible that the ¿damaged braid¿ may have contributed to the reported issue. The damage to the braid is possibly the result of the physician resheathing the device more than the recommended two times. In addition, the tip coil was observed to be damaged (loose from the distal core). However, the cause for the damage could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. The pipeline flex with shield instructions for use (IFU) provides the following guidance: ¿resheathing and/ or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device with shield technology. The pipeline flex embolization device with shield technology is fully resheathed when the distal marker is retracted completely inside the micro catheter. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device with shield technology.¿ if information is provided in the future, a supplemental report will be issued.